Event description:
Us customer contacted cepheid to discuss 3 patients with discrepant results. All were tested on the same initial lot of cepheid xpert xpress sars-cov-2. No known deterioration, death, or injury to the patients as a result of these findings. Patient a: patient a, sample 1, run 1 (cepheid): asymptomatic patient a had a sample collected on (B)(6) 2022. Sample was transported to the lab at room temperature, processed per pi, and run on xpert xpress sars-cov-2 on (B)(6) 2022. This yielded the result sars-cov-2 positive. This result was reported to the physician. Patient a, sample 2, run 1 (biofire): asymptomatic patient a had a new nasopharyngeal swab collected on (B)(6) 2022. Sample was transported to the lab at room temperature and run on biofire respiratory panel 2.1 on (B)(6) 2022 at 10:56. This yielded the result of not detected for all targets. This result was reported to the physician. Patient a, sample 3, run 1 (biofire): asymptomatic patient a had a new sample collected on (B)(6) 2022. Sample was transported to the lab at room temperature and run on biofire respiratory panel 2.1 on (B)(6) 2022. This yielded the result of not detected for all targets. This result was reported to the physician. Patient b: patient b, sample 1, run 1 (cepheid): patient b (unknown if symptomatic) had a sample collected on (B)(6) 2022. Sample was transported to the lab at room temperature, processed per pi, and run on xpert xpress sars-cov-2 on (B)(6) 2022. This yielded the result sars-cov-2 positive. This result was reported to the physician. Patient b, sample 2, run 1 (biofire): patient b (unknown if symptomatic) had a new sample collected on (B)(6) 2022. Sample was transported to the lab at room temperature and run on biofire respiratory panel 2.1 on (B)(6) 2022. This yielded the result of not detected for all targets. This result was reported to the physician. Patient b, sample 3, run 1 (biofire): patient b (unknown if symptomatic) had a new sample collected on (B)(6) 2022. Sample was transported to the lab at room temperature and run on biofire respiratory panel 2.1 on (B)(6) 2022. This yielded the result of not detected for all targets. This result was reported to the physician. Patient b, sample 3, run 2 (cepheid): the same specimen as patient b, sample 3, run 1 was processed per pi and run on xpert xpress sars-cov-2 on (B)(6) 2022. This yielded the result sars-cov-2 presumptive positive. This result was not reported to the physician. Patient c: patient c, sample 1, run 1 (cepheid): asymptomatic patient c had a sample collected on (B)(6) 2022. Sample was transported to the lab at room temperature, processed per pi, and run on xpert xpress sars-cov-2 on (B)(6) 2022. This yielded the result sars-cov-2 positive. This result was reported to the physician. Patient c, sample 1, run 2 (biofire): the same specimen as patient c, sample 1, run 1 was run on biofire respiratory panel 2.1 on (B)(6) 2022. This yielded the result of not detected for all targets. This result was reported to the physician. Patient c, sample 2, run 1 (biofire): asymptomatic patient c had a new sample collected on (B)(6) 2022. Sample was transported to the lab at room temperature and run on biofire respiratory panel 2.1 on (B)(6) 2022. This yielded the result of not detected for all targets. This result was reported to the physician. Patient c, sample 2, run 2 (cepheid): the same specimen as patient c, sample 2, run 1 was processed per pi and run on xpert xpress sars-cov-2 on (B)(6) 2022. This yielded the result of sars-cov-2 negative. This result was reported to the physician. The site ran a blank in module weight and outcomes attributed to adverse event and both produced negative results, showing no amplification.

Manufacturer narrative:
Us customer contacted cepheid to discuss 3 patients with discrepant results. All were tested on the same initial lot of cepheid xpert xpress sars-cov-2. No known deterioration, death, or injury to the patients as a result of these findings. Patient a, sample 1, run 1 (cepheid): asymptomatic patient a had a sample collected on (B)(6) 2022. Sample was transported to the lab at room temperature, processed per pi, and run on xpert xpress sars-cov-2 on (B)(6) 2022. This yielded the result sars-cov-2 positive. This result was reported to the physician. Patient a, sample 2, run 1 (biofire): asymptomatic patient a had a new nasopharyngeal swab collected on (B)(6) 2022. Sample was transported to the lab at room temperature and run on biofire respiratory panel 2.1 on (B)(6) 2022 at 10:56. This yielded the result of not detected for all targets. This result was reported to the physician. Patient a, sample 3, run 1 (biofire): asymptomatic patient a had a new sample collected on (B)(6) 2022. Sample was transported to the lab at room temperature and run on biofire respiratory panel 2.1 on (B)(6) 2022. This yielded the result of not detected for all targets. This result was reported to the physician. Patient b, sample 1, run 1 (cepheid): patient b (unknown if symptomatic) had a sample collected on (B)(6) 2022. Sample was transported to the lab at room temperature, processed per pi, and run on xpert xpress sars-cov-2 on (B)(6) 2022. This yielded the result sars-cov-2 positive. This result was reported to the physician. Patient b, sample 2, run 1 (biofire): patient b (unknown if symptomatic) had a new sample collected on (B)(6) 2022. Sample was transported to the lab at room temperature and run on biofire respiratory panel 2.1 on (B)(6) 2022. This yielded the result of not detected for all targets. This result was reported to the physician. Patient b, sample 3, run 1 (biofire): patient b (unknown if symptomatic) had a new sample collected on (B)(6) 2022. Sample was transported to the lab at room temperature and run on biofire respiratory panel 2.1 on (B)(6) 2022. This yielded the result of not detected for all targets. This result was reported to the physician. Patient b, sample 3, run 2 (cepheid): the same specimen as patient b, sample 3, run 1 was processed per pi and run on xpert xpress sars-cov-2 on (B)(6) 2022. This yielded the result sars-cov-2 presumptive positive. This result was not reported to the physician. Patient c, sample 1, run 1 (cepheid): asymptomatic patient c had a sample collected on (B)(6) 2022. Sample was transported to the lab at room temperature, processed per pi, and run on xpert xpress sars-cov-2 on (B)(6) 2022. This yielded the result sars-cov-2 positive. This result was reported to the physician. Patient c, sample 1, run 2 (biofire): the same specimen as patient c, sample 1, run 1 was run on biofire respiratory panel 2.1 on (B)(6) 2022. This yielded the result of not detected for all targets. This result was reported to the physician. Patient c, sample 2, run 1 (biofire): asymptomatic patient c had a new sample collected on (B)(6) 2022. Sample was transported to the lab at room temperature and run on biofire respiratory panel 2.1 on (B)(6) 2022. This yielded the result of not detected for all targets. This result was reported to the physician. Patient c, sample 2, run 2 (cepheid): the same specimen as patient c, sample 2, run 1 was processed per pi and run on xpert xpress sars-cov-2 on (B)(6) 2022. This yielded the result of sars-cov-2 negative. This result was reported to the physician. The site ran weight and outcomes attributed to adverse event and both produced negative results, showing no amplification. Testing performed on a subset of patients without suspicion of covid-19 and is off-label. Review of all cepheid positive test runs show single target detection (mostly n2 but one e) with late CT values (all >40). Amplification and epf for targets and spc appear normal. No evidence of product malfunction. Likely root cause is sample at or below the test's limit of detection. Despite multiple attempts to contact customer (all individuals listed above), no response was received. No reports of patient harm. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress sars-cov-2 eua IFU; "positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for device evaluated by MFR: answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Manufacturer narrative:
The product expiration date did not populate in the initial submission, therefore a follow up report is being submitted including the product expiration date in section d4.

Manufacturer narrative:
Follow up 1 was submitted on 09-sep-2022 due to the product expiration date not populating in the initial submission. The g3 date in follow up 1 was incorrect and should have been 02-sep-2022. Follow up 2 is being submitted to amend the g3 section and will reflect the date the error was captured, 04-oct-2022.